Event description:
An employee at beckman coulter (bec), (B)(4) reported receiving one damaged unicel dxi wash buffer ii cubetainer which caused the contents to leak. Msds was reviewed.there was no report of an effect to patients or end users in association to this event. Medical attention was not sought.

Manufacturer narrative:
Review of customer supplied photos does not indicate shipping damage caused the contents to leak.due to the volume of liquid, 10l, which can leak from the cubetainers, there is potential for it to reach the floor and have the customer/user come in contact with it. Therefore, the leak should be considered a potential slip hazard.no root cause could be determined for this event.bec identifier for this complaint is (B)(4).